Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material within the tray was inconclusive due to the sample condition. A single photograph of a section the product tray was returned for evaluation. The kit had been opened prior to taking the photograph and drops of a clear liquid, which were reportedly saline from flushing the catheter, were seen in the tray. A small reddish-orange foreign material was present in the tray. As the kit had been opened, it could not be independently confirmed if the foreign material had been packaged in the kit or if it was introduced into the tray after opening the kit. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. Manufacturing controls are in place to mitigate the occurrence of this type of failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "powerpicc opened the package according to the operating procedures with saline catheter lubrication found in the package of foreign objects, and then re-open another catheter for puncture." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "powerpicc opened the package according to the operating procedures with saline catheter lubrication found in the package of foreign objects, and then re-open another catheter for puncture." No other information was provided.